Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart and the display was blank. Blood glucose level at the time of the incident was 89 mg/dl. During troubleshooting, the customer was unable to get the display to return and stated that the battery compartment was corroded. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Blank display due to corroded battery tube. Unable to verify unexpected restart alarm. Power loss alarm or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked case at display window corner and minor scratched display window.